Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via a social media post that the customer received emergency medical assistance due to low blood glucose while on auto mode, with blood glucose of 29 mg/dl at the time of the incident. The customer stated that their pump was not working while in auto mode, and would let him go lower than 50 mg/dl and higher than 200 mg/dl. The customer stated the pump does not suspend on low in auto mode. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer did not answer the follow up calls. The customer needed training and was not getting the support they needed. The insulin pump will not be returned for analysis.